Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02439. The patient received two leads (from the same lot) as part of her scs system. It was reported the patient lost stimulation. She reported her stimulation pattern had changed after she had fallen over a year ago and subsequently she stopped using and charging the ipg due to the ineffective stimulation. Replacement external deices allegedly were unable to communicate with the ipg. It was also reported the patient's leads had migrated. It was reported surgical intervention will be undertaken to address the issues. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.